Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. The potential cause and controls for events related to clinical events were identified. Device labeling review reasonably suggest that the clinical event of uti is anticipated in nature. Based on review of all the information available a probable cause of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 520000 joules. Four day post procedure, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility a day post voiding trail evaluation. It was reported that 19 days post the index procedure, routine urine test revealed white blood cells 281ul, and red blood cells 4041ul. The patient was diagnosed with urinary tract infection (uti). The patient is receiving oral medication (unknown type and dose). The facility investigator assessed the patient's uti to be possibly device and procedure related.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 520000 joules. Four day post procedure, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility a day post voiding trail evaluation. It was reported that 19 days post the index procedure, routine urine test revealed white blood cells 281ul, and red blood cells 4041ul. The patient was diagnosed with urinary tract infection (uti). The patient is receiving oral medication (unknown type and dose). The facility investigator assessed the patient's uti to be possibly device and procedure related.